Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. A69943). Additional non-serious events are detailed below. The patient had a medical history of appendicitis (appendicitis during childhood (10 year) and parity 3 (B)(6), (B)(6) and (B)(6) ¿ normal childbirth). Previously administered products included: mirena, copper iud and cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), suicidal ideation ("psychological instability with suicidal tendencies"), renal disorder ("kidney burning sensation"), musculoskeletal pain ("joint and muscle pain"), migraine ("migraines"), fatigue ("chronic fatigue"), ear, nose and throat infection ("regular ent infections"), asthma ("temporary asthma"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), endometriosis ("adhesive endometriosis"), micturition urgency ("urinary emergencies"), incontinence ("exertional incontinence"), arthralgia ("diffuse arthralgia for 18 months"), burning sensation ("burning sensation under the arms"), allodynia ("mechanical allodynia"), asthenia ("general asthenia"), depression ("depressed"), muscle spasms ("muscular cramps at feet"), insomnia ("insomnia"), intermenstrual bleeding ("metrorrhagia"), occipital neuralgia ("arnold¿s neuralgia"), dyspepsia ("digestive problems"), pain in extremity ("leg pain"), raynaud's phenomenon ("raynaud¿s disease") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (abdominal hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain, arthralgia, burning sensation, allodynia, muscle spasms and intermenstrual bleeding had resolved and the insomnia had not resolved. The outcome of suicidal ideation was unknown. The reporter considered adenomyosis, allodynia, arthralgia, asthenia, asthma, burning sensation, depression, dysmenorrhoea, dyspepsia, ear, nose and throat infection, endometriosis, fatigue, fibromyalgia, incontinence, insomnia, intermenstrual bleeding, micturition urgency, migraine, muscle spasms, musculoskeletal pain, occipital neuralgia, pain in extremity, pelvic pain, raynaud's phenomenon, renal disorder and suicidal ideation to be related to essure administration. The reporter commented: it was mentioned that mirena, cooper iud and cerazette was not well tolerated. So it was decided to insert essure. According to patient¿s physician/ patient/ lawyer: essure was suspected and related to symptoms she developed. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2016: adenomyosis associated to adhesive endometriosis of the anterior surface of the uterus. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and suicidal ideation ("psychological instability with suicidal tendencies") in a female patient who had essure inserted (lot no. A69943). Additional non-serious events are detailed below. The patient had a medical history of appendicitis (appendicitis during childhood (10 year) and parity 3 ((1994, 1998 and 2008) ¿ normal childbirth). Previously administered products included: mirena, copper iud and cerazette [desogestrel]. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), suicidal ideation (seriousness criterion medically important), renal disorder ("kidney burning sensation"), musculoskeletal pain ("joint and muscle pain"), migraine ("migraines"), fatigue ("chronic fatigue"), ear, nose and throat infection ("regular ent infections"), asthma ("temporary asthma"), dysmenorrhoea ("dysmenorrhea"), adenomyosis ("adenomyosis"), endometriosis ("adhesive endometriosis"), micturition urgency ("urinary emergencies"), stress urinary incontinence ("exertional incontinence"), arthralgia ("diffuse arthralgia for 18 months"), burning sensation ("burning sensation under the arms"), allodynia ("mechanical allodynia"), asthenia ("general asthenia"), depression ("depressed"), muscle spasms ("muscular cramps at feet"), insomnia ("insomnia"), intermenstrual bleeding ("metrorrhagia"), occipital neuralgia ("arnold¿s neuralgia"), dyspepsia ("digestive problems"), pain in extremity ("leg pain"), raynaud's phenomenon ("raynaud¿s disease") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (abdominal hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain, arthralgia, burning sensation, allodynia, muscle spasms and intermenstrual bleeding had resolved and the insomnia had not resolved. The outcome of suicidal ideation was unknown. The reporter considered adenomyosis, allodynia, arthralgia, asthenia, asthma, burning sensation, depression, dysmenorrhoea, dyspepsia, ear, nose and throat infection, endometriosis, fatigue, fibromyalgia, insomnia, intermenstrual bleeding, micturition urgency, migraine, muscle spasms, musculoskeletal pain, occipital neuralgia, pain in extremity, pelvic pain, raynaud's phenomenon, renal disorder, stress urinary incontinence and suicidal ideation to be related to essure administration. The reporter commented: it was mentioned that mirena, cooper iud and cerazette was not well tolerated. So it was decided to insert essure. According to patient¿s physician/ patient/ lawyer: essure was suspected and related to symptoms she developed. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2016: adenomyosis associated to adhesive endometriosis of the anterior surface of the uterus lot number: a69943 manufacture date:2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.